Event description:
It was reported that the patient went to the clinic for a normal device check procedure and the chronic right atrial (ra) lead impedance was found to be high and pacing inappropriately. It was further reported that a chest x-ray revealed that the ra lead pin was found to be backed out of the device header. A pocket revision will be done. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.